Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2016-01879 and the reference percutaneous lead (driveline) repair was reported under medwatch MFR report# 2916596-2017-01312. (B)(4). Approximate age of device - 1 year. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular device (lvad) on (B)(6) 2013. It was reported that the patient had previously undergone a pump exchange due to a fractured driveline on (B)(6) 2016. A distal end percutaneous lead (driveline) replacement was then performed on (B)(6) 2017, and ungrounded power module patient cables were provided. On (B)(6) 2017, the caregiver found the patient down at home ¿with everything disconnected¿, including the driveline. The lvad clinician was able to confirm via the system controller event history that a pump stoppage event had occurred on (B)(6) 2017 at 1707, and continued until the caregiver reconnected the power cables and driveline. The patient did not regain any signs of life after the reconnection and was pronounced dead at the hospital. It was reported that the lvad parameters upon arrival indicated complete thrombosis of the pump. A log file reviewed by the manufacturer¿s technical service representative confirmed a pump stoppage event on (B)(6) 2017. The driveline did appear to have been disconnected several times between 17:07 and 17:35 on (B)(6) 2017. There were also system controller power lead disconnects between these times. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. No photos, -ray images or CT scans of the device were provided to the manufacturer for evaluation. Review of the submitted system controller log file revealed pump stoppage events accompanied by driveline disconnected and white power cable disconnect alarms. Events indicating elevations in pump power and estimated pump flow were also recorded in the submitted log file. Based on the manufacturer¿s previous complaint experience, elevations in pump power and flow could be indicative of potential device thrombosis; however, a specific cause for the changes in pump parameters could not be conclusively determined without a full evaluation of the device. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing its file on this event.